Manufacturer narrative:
The manufacturer has not yet received the device for investigation. Follow-up 2 will be submitted after the device investigation is completed.

Manufacturer narrative:
Complaint verification testing could not be performed as the sample has not been returned to the manufacturer for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Neotract will continue to monitor and trend for reports of this nature.

Event description:
On 24 jun 2024, neo tract has been made aware of a 60 year old patient who underwent ul2 procedure on the same day. During the procedure, the physician successfully placed 3 implants, and during the 4th implant deployment the physician was not able to see the suture in the keyhole after pull 3 and observed the needle tip broken off and floating in the fossa. The physician attempted to pull the delivery device from the patient, but he was unable as the device was stuck. After the pull 4, the physician tried to remove the device from the patient and used graspers to retrieve the needle from the patient. The physician tried to cut the suture which was tethered to the lateral lobe with the bugbee, but it was unsuccessful, so the physician used a laser and successfully cut the suture. The procedure was completed with mild-moderate bleeding occurrence to the patient and a catheter was placed.